Event description:
A remstar plus c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician found that the power connector was burnt. Additionally, the service technician also noted error codes e053(comp log sem timeout), e100 (err humid no heat) and found dust contamination. The device was repaired by the third-party service center after the evaluation was completed.